Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿three echocardiographic videos and one still echocardiographic image were provided. All 4 cine were taken post deployment of the second clip (reported device), with two clips implanted on the valve and no cds in view. Two videos provide an lvot view with x-plane; includes color doppler. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will only show one clip at a time (front facing view of clip, perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. Presumably, the lvot views capture the second implanted clip reported for cowl. In these videos, the clip can be visualized securely attached to the valve. There is a very evident posterior leaflet prolapse, causing increased movement of the clip with the cardiac cycle. One image was paused at the 00:01 mark which provides the clearest view of the clip arms. The clip arm angle appears to be ~60° - 70°; this is an estimation based on visual assessment with the naked eye and is not confirmed. However, it is apparent the clip arms are opened to a wider degree than the fully closed position (~10°) per the instructions for use. The third video provides a 3d en face view of the valve with color doppler. While this view does not provide a clear view of the reported clip on the valve, the color doppler indicates significant residual regurgitation after deployment. The echo still image provided is an lvot view with x-plane. In the lvot view (right side of the image) the reported clip can be seen deployed onto the valve with measurement markers placed at the tips of the clip arms. The measurement taken in the image indicates the tip-to-tip distance is 1.22 cm. This measurement was conducted at the account and cannot be verified or adjudicated. The clip demonstrates a similar arm angle of ~60° - 70° as observed in the videos provided. Based on the cine provided, it can be confirmed that the post-deployment state of the clip presents with a larger arm angle, opened beyond the fully closed position per the IFU. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the echo files provided.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a clip that opened while locked (cowl). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip was implanted successfully and the mr was reduced to grade 1. After deployment of the second clip, the second clip was noted to open from fully closed to 40 degrees and the mr returned to grade 4. A third clip was then implanted to stabilize the cowl clip, reducing the mr down to grade 3. There was no clinically significant delay in the procedure and no additional information was provided.